Event description:
It was reported that during a percutaneous coronary intervention (pci), an imaging catheter became stuck at the distal edge of a stent. The lesion being treated was 90% stenosed with moderate tortuourtosity at proximal and middle of the left anterior descending artery (lad). A guidecatheter and guidewire were inserted to access the lesion via the radial artery. After deployment and dilation of a cypher stent, plaque shifted distally of the lad. A taxus stent was deployed distal of the first stent into a tortuous region of the lad to trap the plaque against the artery. Intravascular ultrasound (ivus) to confirm stent dilation was performed. Upon retrieval of the ivus catheter, the imaging catheter became stuck at the distal edge of the taxus stent. The physician was able to release the catheter by advancing distally and then pulling to withdraw from the treated area. The retrieval did not cause stent migration and there was no injury to the patient. The procedure was completed with another ivus catheter and patient was reported to be in stable condition.